Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system showed disconnected icon. A technical support specialist dialed into station and found station had no disconnected icon. Further, the technical support specialist checked logs, confirmed that the station started communicating and there were no issues. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device got disconnected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.